Event description:
It was reported that the patient presented with palpitations and fatigue. The right ventricular (rv) lead exhibited high thresholds that had been increasing since implant. It was observed upon removal that there was blood inside the lead insulation. A new lead was attempted to be implanted on the his but had high thresholds and intermittent capture. The lead was removed and a new lead was successfully implanted in the right ventricle. No further patient complications have been reported as a result of this event.